Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant.¿ (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced loss of consortium, pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal estrogen therapy, postoperative urinary retention with self-catheterization, dysuria, flank pain, thrush and perineal yeast infection, sepsis secondary to pyelonephritis, abnormal liver function tests, urinary retention treated with flomax, stress incontinence, urinary tract infections, suprapubic pain, malaise and myalgia, frequency, urgency, weight loss, low energy, fearful of driving because of need to urinate and possible accident when exiting car, valium therapy, cystitis, constipation, dysuria, sigmoid colon diverticulosis, hiatal hernia, erosive gastritis, peptic ulcer disease, left thyroid lobectomy, and extensive degenerative changes of the lumbar spine.